Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an ankle surgery the device broke when pulling it. The broken part was removed from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1588rt-2j tightrope® ii rt was received for investigation. The device was no able to be fully decontaminated and thus was evaluated via attachments. Visual evaluation of the attachments noted the loops were no longer intact and the sutures were torn/damaged. Functional testing was not performed due to the biocontamination hazard risk. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.